Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only distal portion) was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation abrasion 47.9cm to 48.0cm from the distal end. The abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.